Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2025 patient went to the clinic stating she could not drain. As per the pdrn, they could not help with the draining issue and sent the patient to the emergency room (ER). The pdrn stated that the patient has been in the hospital since (B)(6) due to draining issues. Follow-up with the patient¿s primary pd registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. A peritoneal effluent fluid culture was positive for methicillin resistant staphylococcus aureus (mrsa), and the decision was made to remove the patient¿s pd catheter. While undergoing the pd catheter removal, the patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) to facilitate a transition to hd for rrt. The pdrn reported that the drain complications were caused by the patient¿s peritonitis and diffuse abdominal adhesions, however the cause of the peritonitis and adhesions is unknown. The patient successfully transitioned to hd and was reportedly scheduled for discharge on (B)(6) 2025. The patient is recovering from the serious adverse events and will be transitioning to outpatient hd following discharge. Per the pdrn, the patient¿s serious adverse events were not caused by any fresenius device(s) and/or product(s) malfunction or deficiency. Additional information was received reporting that the patient was still hospitalized for peritonitis on (B)(6) 2025. The pdrn stated that the patient would likely transition to home hemodialysis (hhd) upon discharge.

Manufacturer narrative:
Correction: d8 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2025 patient went to the clinic stating she could not drain. As per the pdrn, they could not help with the draining issue and sent the patient to the emergency room (ER). The pdrn stated that the patient has been in the hospital since (B)(6) due to draining issues. Follow-up with the patient¿s primary pd registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. A peritoneal effluent fluid culture was positive for methicillin resistant staphylococcus aureus (mrsa), and the decision was made to remove the patient¿s pd catheter. While undergoing the pd catheter removal, the patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) to facilitate a transition to hd for rrt. The pdrn reported that the drain complications were caused by the patient¿s peritonitis and diffuse abdominal adhesions, however the cause of the peritonitis and adhesions is unknown. The patient successfully transitioned to hd and was reportedly scheduled for discharge on (B)(6) 2025. The patient is recovering from the serious adverse events and will be transitioning to outpatient hd following discharge. Per the pdrn, the patient¿s serious adverse events were not caused by any fresenius device(s) and/or product(s) malfunction or deficiency. Additional information was received reporting that the patient was still hospitalized for peritonitis on (B)(6) 2025. The pdrn stated that the patient would likely transition to home hemodialysis (hhd) upon discharge.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of drain complications and peritonitis, which required hospitalization, antibiotic therapy (unconfirmed), removal of the patient¿s pd catheter, placement of an hd catheter, and transition to hd for rrt. Although the definitive etiology of the serious adverse events is unknown, the pdrn reported they were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2025 patient went to the clinic stating she could not drain. As per the pdrn, they could not help with the draining issue and sent the patient to the emergency room (ER). The pdrn stated that the patient has been in the hospital since (B)(6) due to draining issues. Follow-up with the patient¿s primary pd registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. A peritoneal effluent fluid culture was positive for methicillin resistant staphylococcus aureus (mrsa), and the decision was made to remove the patient¿s pd catheter. While undergoing the pd catheter removal, the patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) to facilitate a transition to hd for rrt. The pdrn reported that the drain complications were caused by the patient¿s peritonitis and diffuse abdominal adhesions, however the cause of the peritonitis and adhesions is unknown. The patient successfully transitioned to hd and was reportedly scheduled for discharge on (B)(6) 2025. The patient is recovering from the serious adverse events and will be transitioning to outpatient hd following discharge. Per the pdrn, the patient¿s serious adverse events were not caused by any fresenius device(s) and/or product(s) malfunction or deficiency.